Event description:
A report was received that the patients battery had turned slightly and making it difficult to charge. The patient underwent a revision procedure per patient and physicians preference. No device malfunction was suspected. The patient was doing well postoperatively.